Event description:
On (B)(6) 2012, it was reported that the patient had an allergic reaction, to the self-adhesive pad of the infusion set, at her infusion site. The patient stated that she saw a swollen bruise at the infusion site. She was treated by her doctor. She is to take cefalexina 1g twice per day. Her doctor stated that the subcutaneous tissue has been damaged and this had led to the phenomena of local vasodilation. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
A visual inspection and tests for needle were performed on the returned used device. All test results were within specifications. The reference samples were visually inspected and tested for needle. All test results were within specifications.